Event description:
It had been previously captured in mfg. Report # 1644487-2017-03411 that high impedance was caused by inadequate pin insertion. In that report the generator was replaced at the same surgery where the high impedance resolved. During the surgery the surgeon confirmed that the lead pin was adequately inserted into the generator. The patient later presented for a follow-up appointment due to an increase in seizures and high impedance was observed again. However since the high impedance had resolved during the previous surgery it appears that the recent high impedance is a separate and new event. The patient was referred for a lead replacement however no surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent lead replacement surgery and the explanted lead was received. Product analysis is currently underway.

Event description:
Analysis was completed on the returned lead portion. The lead was received in two pieces that did not include the electrodes. Two sets of set screw marks were seen on the connector pin providing evidence that proper contact between the set screw and the connector pin existed at least once. The two sets were at different locations of the pin indicating that the set closer to the tip of the pin may have been related to the pin insertion issues reported in mfg. Report 1644487-2017-03411. A suspected coil break was identified in one of the lead coils at approximately 0.4 cm past the end of the electrode bifurcation along with pitting at the fracture. Pitting indicated that the fracture was present while stimulation was being provided. Abrasion in the outer tubing were noted in multiple locations. No other discontinuities were identified within the returned lead portion. Analysis confirmed the present of a lead fracture and abraded openings in the lead.